Event description:
As reported on (B)(6) 2015 via email from international distributor, "patient of (B)(6) with large renal tumor exophytic (4.5cm x 5.0cm) followed the renal procedure, that oriented to make 02 (two) cycles, as of the lesion. To cover all tumor area, the starburst device was repositioned 04 (four) times. The patient was prepared for the procedure, being sedated, intubated and did the trichotomy dry for removal of hair. The dispersive electrodes were fixed on the patient oriented procedure. The patient was positioned in decubitus side position. After the renal ablation procedure was made, when removed the dispersive electrodes, was observed the presence of blistering the thigh region". No other harm or serious injury reported for this patient for this event.

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The result of the investigation and any f/u info will be sent via a f/u medwatch. Complaint#: (B)(4).